Manufacturer narrative:
There are no samples to review since the medwatch was submitted in 2013. Melts can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Since no device was returned for analysis the root cause for the event has not been determined.

Event description:
The microfiber warmer drape was found to have a 1cm melted portion when it was removed from the fluid warmer. Fluid was also noted to have leaked into the bottom of the fluid warmer via a hole in the melted portion of the drape.

Manufacturer narrative:
There are no samples to review since the medwatch was submitted in 2013. Melts can occur when the warmer is not draped properly not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Since no device was returned for analysis the root cause for the event has not been determined.

Event description:
The microfiber warmer drape was found to have a 1cm melted portion when it was removed from the fluid warmer. Fluid was also noted to have leaked into the bottom of the fluid warmer via a hole in the melted portion of the drape.